Event description:
It was reported that the foley catheter developed a ridge upon deflation of the balloon. The patient allegedly experienced pain and self-limited bleeding during removal of the foley catheter. He stated that he let the balloon aspirate on its own. No medical intervention reported.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley. Visual inspection of the catheter surface noted a ridge on the balloon. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of the solution. There was no cuffing noted, and the balloon's concentricity was observed to be 60:40. The active length of the catheter balloon was measured (0.6500") and found to be within specification (0.6"-0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: additional information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter developed a ridge upon deflation of the balloon. The patient allegedly experienced pain and self-limited bleeding during removal of the foley catheter. He stated that he let the balloon aspirate on its own. No medical intervention reported.